Manufacturer narrative:
The monitor and electrode belt was returned to the distributor and found to be fully functional. There is no indication of a device malfunction. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was appropriately treated 3 times by the lifevest and then inappropriately treated 2 times. The first three appropriate shocks failed to convert vf with CPR/motion artifact. The patient's rhythm then self-converted to an idioventricular rhythm at 90 bpm before degrading to asystole. The patient then received 2 inappropriate shocks during asystole in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. The patient was last seen in an idioventricular rhythm at 20 bpm with pvc's. The patient's neurological status at the time of the treatment event is unknown. The response buttons were pressed after the final inappropriate shock was delivered. The response buttons functioned appropriately. No injuries were reported as a result of the event. The patient's outcome is unknown. No deficiencies were alleged against the device.